Manufacturer narrative:
This report is being submitted to relay additional information. 0002023141 - 2019 -00263-1 has also been submitted. The following sections are being reported: b4: (B)(6) 2019 b5: it was reported that the implant tsvt4b11 was too small. It was also reported that they grafted the patient tooth site 13 and sent home for healing and will place implant after healing. D4: UDI: (B)(4). Expiration date: 04 mar 2024 d6: (B)(6) 2019 d7: (B)(6) 2019 g4: (B)(6) 2019 g7: follow up h1: serious injury h2: additional information, device evaluation h3: yes, evaluation summary attached h4: 20 mar 2019 h6: method, results, conclusion codes h10: manufacturer narrative the reported device was received for evaluation. The reported event could not be recreated due to the nature of the dental device. The reported event is not related to the functional performance of the product. The reported condition of an implant that was too small could not be confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. The probable causes for the reported event are customer error in surgical site preparation and external patient factors leading to improper implant seating. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant was too small. It was also reported that they grafted the patient tooth site 13 and sent home for healing and will place implant after healing.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight unknown/ not provided.

Event description:
It was reported that the implant tsvtwb13 was too small. It was also reported that they grafted the patient tooth site 13 and sent home for healing and will place implant after healing.